Event description:
It was reported by service report that there was no power to the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - power cord was not seated correctly at the bed inlet. Conclusion - power cord was re-seated.